Event description:
It was reported that the user experienced hypoglycemia with a lowest blood glucose of 61 mg/dl while using the ilet bionic pancreas, and customer care advised syncing the device for trend review and discussed use of the pause feature, then transferred the user to the clinical team for tailored guidance. Investigation of this case revealed that the cause of the hypoglycemia was unclear. No symptoms associated witj low blood glucose reported. Outcomes included self-treatment with oral glucose. It was concluded that no device malfunction was identified and the event was addressed with user education and clinical follow-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.